Manufacturer narrative:
Check of the DHR: by checking the dht of the lot#1009137, no pre-existing anomaly was found on the overall cta heads manufactured. This is the first and only complaint received on this lot#. Xrays analysis: we received pre-revision surgery xrays dated (B)(6) 2020 and sent them to our medical consultant for a clinical opinion. Following, his comment is reported: "without clinical details it is largely guess work as to whether "patient condition" is a factor leading to revision. The prosthesis has been implanted for 9 years. That is a long time and it is reasonable to assume for at least some of that time the clinical outcome was"ok". If it was not ok, or worse, it was bad! Then the patient is one of the following: incredibly resilient, uncomplaining, a stoic or a woman! I am jesting of course! As we do not have any clinical information I am going to suggest the above. Ie that at least for some of those 9 years the clinical outcome was ok. What we can see on the xray is some supero-medial boney wear and displacement of the prosthesis, but it is relatively minor. We know as a generalisation that the outcome of cta head ie hemiarthroplasty is not nearly as good as total arthroplasty, either anatomical or reverse. The "pecking order" for outcomes of arthroplasty are as follows: total anatomic arthroplasty> reverse total arthroplasty> cta head. The survivorship of reverse is slightly higher than anatomic and higher than hemiarthroplasty (including cta head) so while I accept that in 2011 that knowledge was not as "established" as it is now so I am not critical of the choice back then. I think it was about that time that michael sandow abandoned his double blind trial on total vs hemiarthroplasty in favour of total after only 18 months of the trial. Simply said the outcome of the two was the same for about 18 months then the hemi arthroplasties began to decline. This a long explanation behind what I think is a reasonable statement in regard to this case, and that is, it is not patient condition but what we would expect from this particular arthroplasty choice. Indeed it has survived longer than the average!" According to our medical consultant, the outcome of the primary implant was very good for the patient and had a survivorship higher that the average (9 years of survivorship). In addition, considering the presence of only minors issues (supero-medial boney wear and displacement of the prosthesis) and the lack of information on patient condition, he concluded that the event was not patient related but was due to the particular arthroplasty choice. However, the outcome has to be considered very successful. In conclusion, considering the opinion of the medical consultant, the lack of further complaints on this lot# and the compliance resulted from the check of the manufacturing chart, we can conclude that the component was compliant and that the event was due to the arthroplasty choice. Pms data: according to our pms data, occurrence rate of revision surgery due to cuff failure for cta head system is 0.14%. None of these case was product related. No corrective actions implemented for this specific case. Limacorporate will keep the market monitored. Please, consider the current report as initial-final MDR.

Event description:
Revision surgery of hemi anatomic components due to cuff failure occurred on (B)(6) 2020. Primary surgery was performed on (B)(6) 2011. During revision, smr cta humeral head 50 mm (product code 1323.09.500, lot#1009137, ster.1100012) was removed and reverse smr with axioma tt metalback was implanted. Complaint source reported that patient was active, bmi unknown. No further information reported. Event occurred in (B)(6).